Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The distributor noted during surgery " (l2-s1 posterior fusion, with revision of screws at l4-l5) at right side l4-l5 after tapping for 7.5 diameter screws and during insertion of consecutive screws in rather hard bone that the most distal tip of the inserting driver snapped." There was no patient injury surgery was delayed by 10-15 minutes due to this.